Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited failure to capture and high capture threshold. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced successfully. The patient was stable post procedure.